Event description:
It was reported by the patient's family that the patient died and "the pm was not working when the emts got to him in the truck." Family is requesting analysis of device. Follow up revealed the death certificate noted cause of death was due to atherosclerotic cardiovascular disease with pacemaker. Manner of death was natural. It was unknown to the clinician if there were any device performance issues related to the patient's death or if the patient was pacemaker dependent or if an autopsy was performed. Spouse later reported "one of the wires" "did look burned." Information later reported the patient had died in a motor vehicle accident.

Event description:
It was reported by the patient's family that the patient died and "the pm was not working when the emts got to him in the truck." Family is requesting analysis of device. Follow up revealed the death certificate noted cause of death was due to atherosclerotic cardiovascular disease with pacemaker. Manner of death was natural. It was unknown to the clinician if there were any device performance issues related to the patient's death or if the patient was pacemaker dependent or if an autopsy was performed. Spouse later reported "one of the wires" "did look burned."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) no anomalies found, all conductors stretched, inner insulation kinked/buckled and torn, outer insulation pulled apart (overstress), torn, and cosmetic depression, helix/lobe distorted/bent, blood in/on helix/lobe mechanism, lead stretched, apparent explant damage. Full lead returned and analyzed. (B)(4) no anomalies found, all conductors stretched, outer insulation cosmetic esc and torn, inner insulation torn, lead stretched, apparent explant damage. Full lead returned and analyzed. (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary - (B)(4) no anomalies found, all conductors stretched, inner insulation kinked/buckled and torn, outer insulation pulled apart (overstress), torn, and cosmetic depression, helix/lobe distorted/bent, blood in/on helix/lobe mechanism, lead stretched, apparent explant damage. Full lead returned and analyzed. (B)(4) no anomalies found, all conductors stretched, outer insulation cosmetic esc and torn, inner insulation torn, lead stretched, apparent explant damage. Full lead returned and analyzed.

Event description:
It was reported by the patient's family that the patient died and "the pm was not working when the emts got to him in the truck." Family is requesting analysis of device. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's family that the patient died in his vehicle and "the pm was not working when the emts got to him in the truck." Family is requesting analysis of device that is presently in their possession. The cause of death has been requested and not received.

Event description:
It was reported by the patient's family that the patient died and "the pm was not working when the emts got to him in the truck." Family is requesting analysis of device. Follow up revealed the death certificate noted cause of death was due to atherosclerotic cardiovascular disease with pacemaker. Manner of death was natural. It was unknown to the clinician if there were any device performance issues related to the patient's death or if the patient was pacemaker dependent or if an autopsy was performed.